Event description:
The tps universal driver was sent for evaluation because the unit displayed a bias current error during a routine maintenance visit by a manufacturer field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.